Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The implant is partially exposed. Explantation is scheduled.

Manufacturer narrative:
Device investigations did not reveal any device defect or problem. This finding was expected, because according to the recipient report the device was explanted due to the extrusion of the implant. No available information points towards the device having caused or contributed to this outcome. This is a final report.

Event description:
The implant was partially exposed. The user has been explanted.